Event description:
While surgeon collecting cord blood specimen, "u" shaped piece glass of the red top tube broke into two pieces. Both pieces were recovered and did not enter the cavity. This was the second incidence within a short period of time.